Manufacturer narrative:
Failure investigation (fi) lab received gas delivery system (gds) assembly for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. Fi technician tested the gds assembly and results defective u1 on the air flow sensor generated the air flow accuracy test to fail with error code message of low leak co2 breathing risk. Through follow-ups, customer could not locate service order in the system; therefore, could not provide patient's information. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to defective u1 on the air flow sensor generated the air flow accuracy test to fail with error code message of low leak co2 breathing risk.

Event description:
Customer reported that the v60 ventilator alarmed low leak co2 breathing risk and low ventilation while on the patient. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.